Event description:
It was reported that 3 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contamination was detected on a tube inoculated with patient sample. No adverse impact. Contamination was detected before being reported to physician. ¿ was any erroneous result reported to a health care provider? Yes. One broth in question appeared hazier than normal, so the broth was stained out of an abundance of caution. The gpr was reported before culture confirmation due to the critical nature of the specimen type (cerebrospinal fluid). Gram stain of patient broth, and then subsequent photo of uninoculated broth stained by gram stain are attached. ¿ was a patient´s treatment affected due to the issue? No, organism was suspected to be a contaminant by the infectious disease physician, given the patient¿s clinical course. ¿ did sample needed to be recollected? A second sample was not collected ¿ any other patent impact? No. ¿ was the contamination noticed before or after inoculation? After. Tubes do not appear grossly contaminated on visual examination. (This broth tends to exhibit a slight haziness under normal conditions.) Contaminant was only visualized by gram stain. ¿ incubation temperature and time? Organism is non-viable. We have not isolated this organism on subculture plates, but it is visible on gram stain. For routine use, these broths are typically being incubated for 3-5 days depending on culture type, at 37c, 5% co2. ¿ bacteria or fungi contamination ¿ colony color? No colonies isolated; gram reaction appears to be a gram positive rod, but stains poorly. Spores are visible in some cells. ¿ was organism gram stained or identified? Organism found by stain only.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d.9:device eval by manufacturer? Yes d9: returned to manufacturer on: 2023-august-22. H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 2349886 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch for contamination/appearance non-viable defects. Retention samples from batch 2349886 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples from visual inspection. For investigation, two retention tubes went into incubation from batch 2349886. One tube was incubated in the 20-25 degrees celsius incubator, and one tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth. There was no change in the color and clarity in of the media. The media remained medium light-yellow and clear to trace hazy. A gram stain was performed on one tube, and no organisms were recovered. The media was also plate onto tsa 5% sheep blood agar and no organisms were recovered at 33 to 37 degrees c at 3 days incubation. Four photos were received to assist with the investigation: one photo shows the label of a partial 100-pack carton from batch 2349886. Two photos show a gram stain of gnr¿s. The last photo shows one tube from batch 2349886. The media color and clarity appear clear yellow as described in the certificate of analysis. Non-viable organisms are acknowledged in batch 2349886 however, the clarity of the media was within specification. This complaint cannot be confirmed for a contamination/appearance non-viable defect. Bd has identified a complaint trend for hazy media due to the presence of non-viables for this product. A CAPA (corrective and preventative actions) has been initiated per bd procedures. The CAPA is currently in the implementation stage where applicable corrective actions are being implemented. Bd will continue to trend complaints for contamination.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin tubes were contaminated. There was no report of patient impact. The following information was provided by the initial reporter: contamination was detected on a tube inoculated with patient sample. No adverse impact. Contamination was detected before being reported to physician. Was any erroneous result reported to a health care provider? Yes. One broth in question appeared hazier than normal, so the broth was stained out of an abundance of caution. The gpr was reported before culture confirmation due to the critical nature of the specimen type (cerebrospinal fluid). Gram stain of patient broth, and then subsequent photo of uninoculated broth stained by gram stain are attached. Was a patient´s treatment affected due to the issue? No, organism was suspected to be a contaminant by the infectious disease physician, given the patient¿s clinical course. Did sample needed to be recollected? A second sample was not collected any other patent impact? No was the contamination noticed before or after inoculation? After. Tubes do not appear grossly contaminated on visual examination. (This broth tends to exhibit a slight haziness under normal conditions.) Contaminant was only visualized by gram stain. Incubation temperature and time? Organism is non-viable. We have not isolated this organism on subculture plates, but it is visible on gram stain. For routine use, these broths are typically being incubated for 3-5 days depending on culture type, at 37c, 5% co2 bacteria or fungi contamination ¿ colony color? No colonies isolated; gram reaction appears to be a gram positive rod, but stains poorly. Spores are visible in some cells. Was organism gram stained or identified? Organism found by stain only.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin, there was a false result due to contamination. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin, there was a false result due to contamination. There was no report of patient impact.